Manufacturer narrative:
The pushwire still inside the marksman catheter and the pipeline were returned for evaluation. The pipeline was found opened and released from the capture coil; therefore, the event cause could not be determined. (B)(4).

Event description:
Treatment of an aneurysm. During pipeline deployment, it was reported that the pipeline was stuck to the capture coil and the entire system was removed from the patient.no injury was reported with the patient as a result of the procedure.